Event description:
It was reported that this pacemaker exhibited noise and oversensing resulting in a signal artifact monitoring (sam) episode that disabled the minute ventilation (mv) sensor and storage of inappropriate atrial tachy response (atr) mode switches approximately four months ago. The noise was suspected to be related to electromagnetic interference (emi) as it was noted the patient had been using a tens unit. No subsequent episodes have been recorded. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.